Manufacturer narrative:
The manufacturing facility is conducting a review of the DHR (device history record) and supporting quality records.

Event description:
Consumer reported upon removal the string pulled out of a tampon leaving the tampon inside. She experienced abdominal pain and went to the doctor to have the tampon removed. Her abdominal pain resolved after tampon was removed.